Event description:
During remote follow up, increased, out of range pacing impedance and increased capture thresholds were observed on the right ventricular (rv) channel of the device. No intervention has been performed. The patient was stable.